Manufacturer narrative:
One implant, was returned for evaluation. Visual/physical evaluation of the as returned product identified signs of use, but no apparent signs of malfunction. DHR and sterilization records review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation were incorrect techniques used during placement. Therefore, based on the available information, device malfunction has not occurred. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
Continuous pain and inflammation since placement. Tooth #20. The implant was removed.